Manufacturer narrative:
Findings: all operating currents are within specification. No unexpected battery out limit or weak battery alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of admission was unknown. Customer's blood glucose at house was 19 mg/dl. The customer was admitted in the hospital. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 19 mg/dl. The customer was treated with sugar water with IV. The customer fell on top of the insulin pump. The customer was advised to perform a self-test and passed. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.